Event description:
Ancef 1 gm was spiked and fluid dripped freely due to missing roller and tip with cover that are normally in place on tubing. Unmeasured amount of antibiotic was wasted on the floor. Due to questionable amount of fluid left in bag, a new bag was gotten and another set of secondary IV tubing used.====================== health professional's impression======================roller and tip were missing from the tubing.